Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate asked the customer to replace the lamp, calibrate the optics, check the dispenser 1 and 3, check the probes, decontaminate the mup and recalibrate. All the steps were completed without resolution. A follow-up with the customer indicated that they were able to achieve a passing calibration. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.